Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the case was "busted". Patient involvement is unknown.

Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One sample was returned for evaluation. Visual inspection confirmed the broken front cover and tank cover. The root cause is unknown. No action taken due to the age and condition of the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.